Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that when they tried all different of batteries and insulin pump was shut off and had white screen, again it was blinking and restarted and was working, however it had change battery alert. Customer stated that the insulin pump was dropped few times. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.